Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of being hospitalized for high blood glucose of an unknown level. Customer will call back as the mother is not authorized to call. No further details given.